Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; further described as ¿pd bacterial infection¿. The cause of the breach in aseptic technique was further described by the doctor as ¿caused by improper operation and breaking in aseptic technique¿ (no further detail). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with an unspecified intraperitoneal anti-inflammatory drug (dose, duration and frequency not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.